Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a gradual rise in impedance for over the past 2 years. The impedance doubled; however, still in range. The physician suspected that there might be a steady lead retraction. The patient was discharged. Lead revision was discussed.

Event description:
New information received noted that the impedance continued to increase; however, it was still within trend. X-ray showed the lead no longer had slack as the device moved. The lead was manipulated to give slack on 03/06/2019. The patient was stable after the procedure.